Event description:
It was reported that the power cord of a flogard infusion pump was damaged. It is unknown when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Visual inspection identified the reported damage to the power cord. The cause of the damage could not be determined. To address this issue the power cord was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.